Event description:
It was reported that the subject device had no power. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the lighting is defective likely due to the failure of the printed circuit board (pipeline pressure sensor), the equipment sounds an alarm and it is presumed that the power has been cut off. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.